Manufacturer narrative:
Device evaluated by MFR: device requested but not provided. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples and low-hcg urine samples. The results were read at 3 and 4 minutes for clinical negative samples and 4 minutes for the low-hcg urine samples, all devices yielded valid negative results with strong control lines. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the packet insert: very low levels of hcg (less than 50 miu/ml) are present in serum and urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning serum or urine collected 48 hours later. A number of conditions other than pregnancy, including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. As with any assay employing mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
On (B)(4) 2022, a patient that was being assessed for contraceptive management was administered the alere hcg combo cassette using a urine sample and had a false positive result. Confirmatory testing occurred the same day with a urine sample on the abbott architect ci 4100/ total beta hcg with a result of 3.47miu/ml. Although requested, further information has not been provided. There was no treatment/procedure provided or withheld based on the false positive result. No adverse event occurred.